Manufacturer narrative:
.

Event description:
The pt experienced a shocking or jolting sensation when a magnet was held over his cardiac pacemaker. The deep brain stimulator was 3 inches away from the pacemaker pulse generator. On/off options were discussed with the reporter. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.